Event description:
A malfunction alarm was reported with a code displayed as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred. No additional impact or outcome details were provided.